Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jul2020.

Event description:
It was reported to philips that during maintenance, the device's navigation ring was not functioning. A philips service engineer (se) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel navigation ring. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The front bezel was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
G4: 30sep2020 b4: (B)(6) 2020 the replaced front bezel was received for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.